Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that thrombus occurred. During an ablation procedure for ventricular tachycardia (vt), an intellamap orion catheter was used to map the right ventricle (rv) through an non-boston scientific (bsc) steerable sheath. After completing mapping of the rv, the orion was removed from the body. It was then noticed that a small piece of what was thought to be myocardium was entrapped within the orion splines. The myocardium is believed to have been trabeculation that was entrapped in the orion when it was collapsed, and then it was biopsied by the sheath when the orion was pulled back into the sheath. No cardiac effusion occurred and that was confirmed with ultrasound. The orion functioned normally and was used to complete the case. The biopsied myocardium was sent for histology and the results indicated what was thought to be myocardium was actually thrombus. The patient had no adverse event related to this event. Activated clotting times (act) were maintained at a target of 300 seconds for the length of the procedure. The catheters in the body during the procedure were the intellamap orion in the rv, a non-bsc coronary sinus (cs) catheter, a non-bsc fixed curve quadripolar in the rv and a non-bsc fixed curve quadripolar in the his position. The orion or the non-bsc sheath were likely to have contributed to the thrombus. No resistance was felt maneuvering the catheters.